Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 187, 214, 287 mg/dl. Tests were done with 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported. Note - customer has been using expired strips.